Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ blood infusion set tubing cracked and leaked. The following information was provided by the initial reporter: one of them, the nurse saw a visible crack in the tubing (once blood started leaking from the tubing) and the other - the tubing primed appropriately.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ blood infusion set tubing cracked and leaked. The following information was provided by the initial reporter: one of them, the nurse saw a visible crack in the tubing (once blood started leaking from the tubing) and the other - the tubing primed appropriately.